Manufacturer narrative:
The data files for the date of the event and achieve mapping catheter (B)(4) with lot 211948233) were returned and analyzed. The files showed nine injections were performed with a balloon catheter without any system notice or issues. Visual inspection of the mapping catheter showed the loop was kinked. Additionally, the mapping catheter could not be inserted into a test balloon catheter due to the introducer being removed. In conclusion, the mapping catheter failed the returned product inspection due to the loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to be inserted into the balloon catheter. The mapping catheter was replaced without resolve. The balloon catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.